Manufacturer narrative:
Failure analysis noted that the pump had intermittent button response due to moisture damage on the keypad traces. There was no button error alarm.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was unknown at the time of incident. The customer tried to reset the pump for 8 hours but it still did not work. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.